Event description:
It was reported by dealer that the irc5po2v concentrator is alarming with low o2, out of box. Dealer advised box was beat up when received. Dealer could not provide any further information.